Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer was contacted and confirmed the device will not be returned and any further information at the moment is unknown. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had a ceramic tip break off. The issue was found during the procedure. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported damaged ceramic tip could not be determined, however, based on a picture of the damaged tip, the issue was confirmed and it was determined that the device was repaired by a third party using adhesive and the ceramic tip then came loose from the shaft. The event can be prevented by following the instructions for use (IFU) which state: "before use: warning - infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing - inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning - risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.